Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that while trying to set up the infusion device for the first time, the plunger of the insulin cartridge became stuck on the piston rod and insulin leaked into the cartridge compartment. She stated that she dried the insulin from the infusion device and let the device sit for a while. She stated that she then connected to the infusion device, and she now has elevated blood glucose of 24.3 mmol/l (419 mg/dl). Her normal blood glucose is under 10 mmol/l (180 mg/dl). She stated that she has administered 4, 4 unit boluses of insulin over the past hour and her blood glucose has not lowered. She stated that she and her nurse had been adjusting the basal rates of the infusion device and they were not sure if the settings were correct. The patient stated that she disconnected from the infusion device and bolused and she was able to see insulin drip from the tip of the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.